Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position, the 16f esheath+ was inserted at a steep angle, but without incident on the patient's left side. As the implanting cardiologist was inserting the commander into the esheath+, he felt resistance but noted it was not more than usual, but then it felt like the commander was stuck. Imaging was panned down to the groin area, and the team saw the distal end of the esheath+ with the tip of the commander out of it but did not visualize lower to see the valve. He panned back up to the heart to visualize the wire across the aortic valve and resumed pushing the commander into the esheath. At this point he felt increased resistance and panned down to the groin to visualize the valve. It was realized then that the valve and commander had pushed through the side wall of the esheath+. The physician was unable to advance the valve forward or pull it back into the esheath+. He attempted to pull both the commander and esheath back together at the same time and met resistance. The patients pressured dropped and vascular was called. A cutdown was performed on the left leg and the esheath+ and commander were removed with a piece of tissue assumed to be the patients iliac attached. The iliac was torn when trying to remove the esheath+ and commander. The patient expired.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from a product evaluation. The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual inspection was completed. Based on the nature of the complaint, there was no functional testing performed. Dimensional testing was completed and all measurements were found to be within the specifications. The returned device was visually examined and the following was observed: liner is torn 1' from the distal tip all the way to the strain relief. Shaft has some curvature and damage present. Liner is fully expanded and the tip opened as designed. 3mensio imagery was provided and the following was observed: tortuosity is present in the patient's left access vessels. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The esheath plus and commander and s3/ s3u/ s3ur IFU's along with the device preparation and procedural manuals were reviewed. Precautions include 'caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath+ introducer set respectively' and 'use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for difficulty advancing through sheath, liner punctured, and inability to remove sheath were confirmed based on evaluation of the returned device. No manufacturing non-conformances were identified during the evaluation. Reviews of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. Per the event description, 'during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position, the valve was pushed through the side wall of the esheath+. The iliac was torn when trying to remove the esheath+ and commander additional information noted that the16f esheath was inserted without incident on the patients left side as the implanting cardiologist (ic) was inserting the commander into the esheath he felt resistance but said it was not more than normal, but then felt like the commander was stuck'the physician was unable to advance the valve forward or pull it back into the esheath. He attempted to pull both the commander and esheath back together at the same time and met resistance a cutdown was performed and the esheath and commander were removed with a piece of tissue assumed to be the patients iliac attached'the angle of insertion was steep.' In this case, it was noted that the insertion angle was steep and the 3mensio imagery revealed that there was tortuosity within the patient's left access vessels. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Available information suggests that patient factors (tortuosity) and procedural factors (insertion angle) contributed to the complaint event. In addition, vessel tortuosity and a steep device insertion angle can induce stress to the sheath shaft and require a higher push force to navigate. As a result, the operator may apply excessive manipulation or increased push force to overcome the difficulty, which may have led to the liner being punctured. Available information suggests that patient factors (tortuosity) and procedural factors (high push force) contributed to the complaint event. During removal, the iliac was revealed to be damaged and was stuck to the delivery system. Due to the tissue being stuck, removal was not possible, and a cut down was performed. Once removed, it was noted that the iliac tissue was stuck to the distal tip. Available information suggests that procedural factors (iliac tissue stuck) contributed to the complaint event. A CAPA (corrective and preventive action)/scar (supplier corrective action request) is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.